Event description:
(B)(6) 2016 11:00 am (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that a medication manufacturing company was carrying out a clinical study to investigate nebulized medication on intubated patients. During this study, the while the ventilator was connected to a patient, the filter in the expiratory side of the ventilator got clogged during dosing. The clogged filter caused hypoxia in the intubated patient. The final patient outcome was no injury. (B)(4).

Manufacturer narrative:
No parts were returned therefore, the investigation consists of an evaluation of the logs and information that was received. Additional information described the first nebulization period was 10 hours earlier and lasted 29 minutes. The clogged filter had been in use for 23 and 1/2 hours at removal, 10 minutes into a second nebulization period. A humidifier was included in the patient circuit. The evaluation of the logs showed that high peep (positive end expiratory pressure) alarms were generated 10 times around the time of the event, for a period of 4 minutes, followed by other alarms that indicated the ventilator was disconnected from the patient. The high peep alarms indicate increased expiratory resistance. There is nothing in the logs to indicate a ventilator malfunction. The cause for the alarms was the clogging of the filter and, it is attributed to user error in the sense that filter clogging time differs for different drugs, and thus the exchange time for filters needs to be known in hospital routines. The clogging of filters is a combination of the nebulized drug, the duration of use of the filter, and appropriateness of both the drug and the filter for the purpose. The filter was of a brand we do not manufacture or distribute, therefore its i.f.u. Is unknown to us. In the i.f.u. For the ventilator, there is a warning to carefully monitor the airway pressure and to replace the filter if the expiratory resistance increases. Another warning is to check with the drug manufacturer for the appropriateness of nebulizing with the drug.

Event description:
(B)(4).